Manufacturer narrative:
The product brand name was incorrectly documented as battery reciprocator ii for bpl ii in the initial report. The product brand name has been updated to battery reciprocator ii. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not pass the functional test. It was further determined that the motor was faulty and the driving shaft was blocked. It was further determined that the motor seized, was running rough and defective. Therefore, the reported condition was confirmed. The assignable root cause was not determined. However, based on the results of the investigation, the lack of service could not be ruled out as a contributing factor for the malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw coupling was sticking on the battery reciprocator device. It was further reported that the scrub staff touched the device during surgery and contaminated the device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as jun 26, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.